Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 72 months, it was reported that the lead shock impedance was abnormal. No adverse patient side effects have been reported. The lead was not returned to biotronik. A new lead was implanted. This is all of the information that was provided. It is unknown exactly what was wrong with the impedance.